Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the mc3 crescent jugular dual lumen catheter, a flow issue with the device was identified. The issue was noted to worsen over time, but no damage to the cannula body or tip was identified. The device was used to complete the procedure. The physician suspected a possible inferior vena cava perforation and wanted to confirm cannula function. Medtronic received additional information that the patient was admitted to the ICU on (B)(6) 2025 and had progression of her hypoxemic respiratory failure to severe ards. The patient was cannulated on (B)(6) 2025 using a 28 fr crescent cannula with no issues. However, immediately upon placing the cannula, the customer unable to achieve adequate ecls blood flows and had very high post-oxygenator pressures (e.g., p-ven -20, p-art over +400, blood flow 2-2.5 l/min). Cannula appeared to be in a good position by cxr and echocardiography. The customer attempted to problem solve what was going on but were not able to obtain better flows and pressures. It was initially suspected that the cannula may have been damaged during placement or was defective (but based on subsequent patient course, this was probably not the case). However, we did have just barely enough blood flow to be able to improve the patient's oxygenation, so, we were able to continue on ecls support with that cannula in place. Her clinical course was very complicated with lots of ups and downs. In the next couple of days, she had superior vena cava (svc) syndrome. At this time, the customer suspected that another possibility could be a vascular injury as the "central venous pressures" measured via a left internal jugular vein (ijv) line (with the tip in the innominate vein) were very high, which could not be proven by echocardiography. The patient continued to be in shock with a persistent lactic acidosis, so on (B)(6) 2025 she had an additional left femoral arterial cannula and right femoral venous cannula placed, and she was converted to veno-venous extracorporeal life support (vv-vad ecls) (hybrid mode). The second venous cannula was placed due to inadequate venous drainage from the right internal jugular vein (rijv) crescent cannula to support veno-arterial extracorporeal life support (va ecls). Her hemodynamics stabilized and lactic acidemia gradually improved. On (B)(6) 2025, the patient went to the cardiac catheterization laboratory where injection of contrast into the 28 fr crescent cannula arterial limb showed a partial occlusion; the venous limb was widely patient. At this point, the team in the laboratory decided to change the crescent cannula over a wire to a new 30 fr crescent cannula. However, when this was done, there was no arterial blood flow despite using high pressures. The cannula was pulled back so that the cannula's arterial opening was in the upper svc at which time it had good blood return. When contrast was injected into the cannulas arterial limb, there was a "ragged appearance" of the mid svc and minimal contrast flowed into the right atrium, instead going retrograde up the right ij vein towards the head. The cannula was then readvanced to get the tip into the inferior vena cava (ivc) and now the arterial portion of the cannula flowed well. The patient continued on vv-vad ecls. However, after this procedure, patient developed a new moderate pericardial effusion. Nonetheless, patient's hemodynamics appeared to improve enough so that the left femoral arterial cannula could be removed on (B)(6) 2025 and she was converted to veno-ve nous-venous extracorporeal life support (vv-v ecls). The patient continued on ecls support with ongoing severe acute respiratory distress syndrome (ards). Serial echocardiograms monitored the pericardial effusion. On (B)(6) 2026, patient had increasing shock and now developed pericardial tamponade. A pericardiocentesis was performed revealing that the patient had a hemopericardium. A drain was left in place in the pericardium. On (B)(6) 2026 the patient also developed increasing abdominal distention requiring an exploratory laparotomy on (B)(6) 2026. Patient had life-threatening intra-abdominal bleeding with the removal of large clots from the abdomen and required massive blood product resuscitation. The patient had re-exploration on (B)(6) to control ongoing bleeding and had a splenectomy performed (note that it was not completely clear that the spleen was the source of the bleeding). There was some inclination that the bleeding may have been tracking into the abdomen through the esophageal hiatus. Patient was managed off of anticoagulation during these days. Patient was stabilized enough that she was able to be "pushed off" of ecls and she was decannulated on (B)(6) 2026. Before decannulation, because of the concern for possible vascular injury, a contrast chest CT was performed which did not show any extravasation, intimal tear or filling defect, but the cannula was approximately the same size as the svc and there was some artifact from the cannula itself affecting the study quality. At the time of the decannulation, the surgeon notes that the 30 fr crescent cannula was removed by simple traction with no resistance. When the crescent cannula was removed, there was a sheath of tissue consistent with vessel wall adherent to the distal portion of the cannula, approximately 5 cm long, with only the last 1/4" of the cannula visible distal to this vascular sheath. Patient was monitored in the or with serial echocardiography and cxr with no new bleeding noted and was subsequently taken back to the ICU. The customer never suspected a perforated ivc. It was believed that there was a degloving type of injury to the intima of the svc during the initial cannulation. This injury was exacerbated by the cannula exchange and the customer believes that the hemopericardium and intra-abdominal hemorrhage likely occurred as a consequence of this svc injury as blood tracked along various tissue plains. In retrospect, it does not seem that there was a device defect, but the customer thinks that the arterial protrusion of the device placed into a smallish svc may have served as a leading edge for this degloving injury. The adverse event could be procedure related, one may have chosen a smaller crescent cannula to be placed at the time of the initial cannulation based on the pre-procedure rijv ultrasound measurements, but one would also expect the svc to be larger than the rijv measurement by some degree. It does not seem that the adverse event was therapy related.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of some additional tubing inserted into each cannula. During the cleaning process there was adequate flow through both cannula. Reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.